Event description:
We have been using the secure care product known as model 135 stat ID cutband infant transmitter: over the past 9 months - we have had 6 babies whose ankles were found to have an ulcer - the most serious which will require treatment post discharge is the one I am reporting on today.